Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. Following insertion of a farawave catheter into the faradrive sheath, the physician noticed air drawn into the sheath during aspiration. The physician believed that the air was drawn in from the hemostatic valve of the sheath. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
D2a common device name: corrected. The device was returned to boston scientific for analysis. Visual inspection showed no abnormalities or defects on the exterior of the sheath. Leak and aspiration performance testing of the returned sheath observed the device to failed to seal pressure and fluid within the sheath. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath and identified as the primary cause of the allegation.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. Following insertion of a farawave catheter into the faradrive sheath, the physician noticed air drawn into the sheath during aspiration. The physician believed that the air was drawn in from the hemostatic valve of the sheath. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.